Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory noted the device had recorded system resets that were most likely caused by the use of electrocautery.

Event description:
Boston scientific received information that this device was electively explanted. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue.